Event description:
Patient in gi lab 2008 for peg tube placement, secondary to pt not taking medication. Peg placement was extremely difficult & 2 pegs were broken during attempted insertions. Patient presented to ed several hours later. CT scan indicated pneumoperitoneum. Patient required surgical intervention and stamm gastrostomy also performed during or.